Manufacturer narrative:
The reported incident that screwdriver axsos t20 5.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user-related issue. The failure was very likely caused by too much torque applied during screw implantation in the previous surgery. The device inspection revealed the following: the device at issue resulted overall in a good state. The tip breakage has been verified and its pattern suggests overtorque has been applied during screw removal. Therefore it is very likely that the screw had been implanted by applying too much torque and thus it resulted hard to be removed during the following surgery, leading to the screwdriver tip breakage. Another possible root-cause is that the screw was cold welded to the plate. In this case, the surgeon should have used carbide drills instead of the screwdriver at issue. Please note that the operative technique (axsos-st-4 rev 2 axsos targeting tibia optech) states: ''do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting screwdriver. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on).'' [Original statement(s)] moreover, the operative technique (ies-st-1 en rev 2 implant extraction set optech) was reviewed: ''make sure to tighten the rotation rod until the tip of the screwdriver spreads firmly and fully into the screw head. Warning: if screws are cold welded to the plate, carbide drills may be required. The extraction set does not feature carbide drills or any other instruments to remove cold welded screws. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screwdriver was broken during a surgical procedure to extract axsos 5.0. This operation was the first with this instrument.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Screwdriver was broken during a surgical procedure to extract axsos 5.0. This operation was the first with this instrument.